Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Charger, smell/odor issue. Unit operates correctly. Unit has a smell when operating. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue of an abnormal odor emanating from the 8 amp cte battery charger in question. The complaint with respect to the charger emitting any smoke was not confirmed, and none was observed during the evaluation. An inspection of the internal components of the charger suggested that on of the capacitors may have failed. Despite that, the charger functioned to adequately charge the batteries in the test set-up that was utilized during the evaluation. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer was at the consumers house when the user took the unused cte battery charger out of its original packaging. User plugged the joystick charger in and then plugged into the wall and immediately saw a puff of white smoke which the smell was like a chemical. Dealer immediately unplugged from the chair then the wall. No flames, just smoke . No injuries to report.